Event description:
The patient experienced a loss of therapeutic effect. There was a problem with the ins. Additional information has been requested.

Manufacturer narrative:
Lead: model 377845, lot# v013770, implanted: (B)(6) 2007, explanted: na; extension: model# 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension: model# 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).